Event description:
It was reported by an onkos sales representative, that a 30-year-old female patient with eleos proximal femur replacement underwent revision surgery on (B)(6) 2025 due to chronic dislocation. Nanocept midsections were swapped out to shorten length of construct.this report captures the eleos nanocept male-female midsection. This event will be reported as a serious injury due to the revision procedure.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the chronic dislocaion was not related to the design, manufacture, and/or sterilization of the revised implants.